Manufacturer narrative:
Corrected data: b4- date of this report in initial MDR; (B)(6) 2020 is corrected to (B)(6) 2020. G4- date received by manufacturer in initial MDR; 04-jun-2020 is corrected to 05-jun-2020. Claim# (B)(4).

Manufacturer narrative:
Additional information : h3-device evaluation: lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -05.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.